Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that when the patient was in certain positions when sleeping, the jolting increases on its own. Patient also stated that the system never really worked since implant. Patient also stated that states its better than nothing but still doesn't feel it works. No further complications were noted or anticipated.